Manufacturer narrative:
The customer provided additional patient information. The record had been updated accordingly.

Event description:
The customer contacted stryker to report that their device would not charge defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The customer¿s device will be further evaluated at the product analyses center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not charge defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided additional information related to the patient. The patient associated with the reported event did not survive. The record has been updated accordingly. Stryker performed clinical review for the reported event and device contribution to the patient outcome is unknown. There are insufficient data within the file to determine the impact of the device use. Stryker further evaluated the customer¿s device at the product analyses center (pac) and the technician was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not charge defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive.